Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. Under fluoroscopy, the lead was determined to be dislodged into the right atrium. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.